Event description:
It was reported that patient underwent knee arthroplasty on an unknown date. A revision procedure has been indicated due to instability; however, there has been no revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total hip arthroplasty. Subsequently, a revision procedure was performed on (B)(6) 2015 due to instability caused by a fractured bearing, during the procedure, the tibial bearing was replaced.